Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 474 mg/dl. The customer feels ok to troubleshooting high blood glucose level. Customer also reported that the insulin pump had a no delivery alarm and beep anomaly. Customer reported that the insulin was exited at the quick release. Customer declined to continue insulin pump troubleshooting for possible causes of high blood glucose. Customer reports they have a back up plan available. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with bolus. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. Customer declined to check their settings. Customer was advised that the insulin pump was designed to trigger an alarm if it detects a blockage preventing the flow of insulin. Customer was advised that if they have concerns their insulin pump may not have detected an occlusion we can test this alarm using a tubing clamp. Customer was s not called back to perform an high pressure test. Customer was insisting on insulin pump replacement. The insulin pump was returned for analysis.

Manufacturer narrative:
Device received with no audio/beeping alarms tones due to broken black wire of the piezo transducer. However, device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device fail self test due to broken black wire of the piezo transducer.